Manufacturer narrative:
The referenced gastrointestinal(gi) bleed is reported on medwatch MFR report# 2916596-2018-03596. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient had concurrent driveline(dl) exit site infection. This initially began in (B)(6) 2018 and received a woundvac. The patient was admitted on (B)(6) 2018 due to a gastrointestinal(gi) bleed. Frank purulent material was coming from the dl exit site. A sample was sent for cultures. The patient was on aspirin and warfarin at the time of the event.

Event description:
On (B)(6) 2018 the patient presented with a moderate amount of discharge along driveline and deep to rectus muscle inferiorly. The patient subsequently underwent exploration on (B)(6) 2018 where purulent material was present around the body of the lvad. The device was not replaced due to pocket involvement. On (B)(6) 2018, the lvad pocket was explored and debrided with a jet lavage washout and subject had antibiotic beads placed. Subject had another pocked debridement on (B)(6) 2018 that included a lysis of the abdominal adhesion, mini laparotomy, omental wrap of the lvad the lvad and driveline and another antibiotic bead placement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the culture taken from the driveline exit site tested positive for methicillin-resistant staphylococcus aureus (mrsa).

Event description:
Patient was readmitted to the hospital on (B)(6) 2018 with symptoms of chronic fatigue and nausea. Patient stopped oral antibiotics and restarted intravenous vancomycin. Event is still ongoing at the time of outcome.

Event description:
Cultures were positive for gram positive cocci. The patient underwent I&d of driveline, 2 exploration/debridement/washout of the lvad pocket, one mediastinal washout without that pocket debridement and washout, with omental flap around the heartmate 3, and placed on wound vac. Drains were also placed with the intent of using dakin¿s solution irrigation but mechanical issues prevented that. Patient had since been discharged from the hospital with plans for weekly follow up with the clinic.